Manufacturer narrative:
No product returned. Unable to determine the cause. Blade was chattering indicates the handpiece driving the blade may be in need of maintenance. If internal driving components of the handpiece are worn the blade may not function as designed and may cause performance issues such as those described in this reported complaint detail. Because no lot number was provided, and no product was returned, shipments to the facility were reviewed using the customer account. Two lots of blades were sent to the customer in 2015. Both of the related lots are within specification. After additional inquiries with the facility it was communicated that the handpiece used during the case is very old and worn. After the manufacturer evaluated the handpiece, a new handpiece was recommended.

Event description:
Doctor noted the blade was chattering significantly during the last few cases. The doctor also noted that he cut himself on the blade, but did not have any information or aware of exactly how it happened. No blades saved to be returned for evaluation.